Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization, including ICU admission, while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with exogenous insulin. Engineering log review was limited, but available data indicated the ilet was powered off during part of the reported event window, with no malfunction alerts identified in the available logs. Device data confirmed hyperglycemia on the reported event date beginning after a supply change, which is consistent with ineffective insulin delivery due to suspected infusion set or fluid pathway failure. Additional information from the user indicated difficulty with teflon infusion sets and reports of bent cannulas. Based on available information, the event was attributed to use-related therapy management factors and suspected infusion set¿related issues, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-jan-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 700 mg/dl, resulting in hospitalization. The user was transported by emergency medical services to the hospital, transferred to a second hospital, admitted to the intensive care unit, treated with exogenous insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.